Manufacturer narrative:
The insulin pump had no button error alarm noted. Device had intermittent button response on up arrow button due to corroded keypad traces. The device had a scratched display window, cracked case at display window corner lower right corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. Device had moisture damage on lcd board and on motor.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 79 mg/dl. Troubleshooting was performed. The device was returned for analysis.